Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint alleges: it was reported by the hospital that during use, the balloon burst. Trocar was removed and another one inserted. No other issue. No consequences for the patient. No patient injury reported.